Event description:
A customer in colombia notified biomérieux of contamination with bacillus thermoamylovorans in association with bact/alert® fa plus (plastic) (ref. (B)(4), lot 0004056178) when testing blood culture from a single patient. The customer confirmed blood culture bottle was collected from a (B)(6) patient via venipuncture; the bottle was then incubated for 46.6 hours. The positive culture bottle was subcultured, bacillus thermoamylovorans was identified. There is no indication or report from the laboratory that the contamination result led to any adverse event related to the patient's state of health. Biomerieux customer service requested data regarding the customer¿s sample collections and decontamination technique and did not identify any user error. The customer completed an internal investigation that included culturing of 107 samples of different materials, including soap, globes bottles and disinfectants. There was no growth of bacillus thermoamylovorans from any of the cultured samples. Biomerieux will initiate an internal investigation.

Manufacturer narrative:
A customer in colombia notified biomérieux of contamination with bacillus thermoamylovorans in association with bact/alert® fa plus (plastic) (ref. 410851, lot 0004056834) when testing blood cultures from three (3) separate patients. Context/problem description: complaint investigation inv-6243 was initiated in response to a clinical customer complaint from fundacion valle del lili in colombia, south america. The customer stated that they have seen an increase in inoculated blood culture isolates for bacillus thermoamylovorans; ten (10) bottles across four (4) different blood culture bottle lots. The patients, all of different ages, were drawn in a span of nine (9) days at different locations within the customer¿s site. The bottles were tested on the bact/alert® virtuo® instrument serial number (B)(6). The scope of the investigation is for the following bact/alert culture bottles that showed increased recovery of inoculated bottle contamination with bacillus thermoamylovorans: ¿ bact/alert fa plus (p/n 410851) lot 0004056178 with an expiry date of 27aug2021 ¿ bact/alert fa plus (p/n 410851) lot 0004056684 with an expiry date of 04dec2021 ¿ bact/alert fa plus (p/n 410851) lot 0004100038 with an expiry date of 06jan2022 ¿ bact/alert pf plus (p/n 410853) lot 0004056834 with an expiry date of 01jan2022 none of the four lot numbers had any similar complaints relating to any other bottle contamination. Investigation: it was reported that a customer identified the contaminant in bact/alert fa plus and pf plus culture bottles as bacillus thermoamylovorans. This organism can produce spores and is resistant to high level temperatures. No impact/harm to patients since the customer identified the organism as a contaminant and not attributing to any patient¿s health condition. There was no evidence that this event led to patient/user impact. Based on the evaluation of data and limited information provided by the customer, the two most probable root causes for this apparent contamination event are 1) human factors, or 2) environmental. Human factors: the customer indicated that the bact/alert culture bottles were inspected for damage or discoloration prior to use as per the instructions for use (IFU). They confirmed the culture bottles and the venipuncture sites were cleaned with appropriate disinfectants ( e.g. 70% isopropyl alcohol wipes) and allowed the sites to dry before obtaining the sample. Head nurses and nursing assistants collected the patient samples using a ¿syringe and winged equipment.¿ although the syringe method of sample collection is beneficial to obtaining a sample from compromised vein conditions (very young or elderly patients), the syringe method is not a ¿closed loop system.¿ transferring the specimen from the patient to the culture bottle can be a potential route of contamination. As part of their internal investigation, the customer took 107 samples from different materials on site, but did not identify the source of the bacillus thermoamylovorans. They declared the contamination to be a ¿pseudo-outbreak¿ situation whereas the microorganism was found in the subculture of the bottles at a greater rate than expected and could not be correlated to a specific source. Specific information regarding from where the 107 cultures were taken was not provided. The recovery of the contaminant was found in the patient samples; however, the patients were not infected with the organism. Follow-up on the contamination issue was conducted two weeks after conclusion of the internal investigation by the customer and found no recurrence of culture bottle contamination with bacillus thermoamylovorans. Environmental: bacillus thermoamylovorans is known to produce spores with high-level heat resistance. This organism is a facultative anaerobic (grows in both the presence and absence of oxygen). It can survive in a temperature environment between 40°c and 58°c with a possibility of survival at 37°c and no survival at 30°c. Environmental conditions such as dust, dirt, light, temperature, biological material, and humidity conditions of the manufacturing area or the exposure of the patient sample at a customer¿s site can all be potential routes for contamination. The site did not provide details regarding the storage conditions, location, or environmental monitoring for the equipment needed to obtain and test a sample. Manufacturing processes for bact/alert culture bottles expose the bottles to higher temperatures than the survival temperature of bacillus thermoamylovorans. Monitoring of environmental parameters occurs for manufacturing rooms and all bact/alert culture bottle release records. There is no indication that the bacillus thermoamylovorans contaminant originated from the manufacturing facility. Device history record review and review of the complaints database did not reveal any adverse trends relating to potential bottle contamination. Device history record and complaint trends: queries of manufacturing data and for the bact/alert fa plus and pf plus lots did not reveal any adverse trends relating to potential bottle contamination issues. Queries on complaint data showed no adverse trend is present for the error code bottle contam inoculated-env/bacillus sp - b255 for clinical blood culture bottles. Retained sample testing: an inspection of 300 bottles of each of the bact/alert bottle lots associated with this investigation was performed by quality floor support. Bottles did not exhibit any evidence of contamination; i.e. Turbidity in the media (cloudy bottles) or bottles with yellow sensors during the inspection of the retains. Conclusion: the investigation identified no evidence of any bottle malfunction with the bact/alert fa plus and pf plus culture bottle lots. The two most likely sources of potential contamination are human or environmental factors in the customer¿s processes. The investigator reviewed the instructions for use [IFU] and determined they provide adequate direction to prevent specimen contamination during collection/inoculation into the bact/alert bottles.